Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the device was received and evaluated for the complaint regarding the needle button released event. Device# 048855-a was received with a bent button lock spring determine to be result of a user error. The complaint could not be confirmed for this device.

Event description:
Patient reported that about 3 weeks ago patient experienced the needle button popping out before 24 hours. Patient stated that two days ago he experienced the same issue with the v-go device. Patient stated that within 8 hours of using the v-go device the needle button popped out. Patient stated that he was at work when this happened two days ago. Patient stated the vgo device is placed on his abdomen.